Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Customer reported the head-set was leaky. Blood glucose level was 400 mg/dl. Customer controlled blood glucose by herself. No adverse event reported. Device not available for return.